Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit passed sleep current measurement test, active current measurement test and self test. No unexpected alarms or alerts during testing. Unit was successfully downloaded using thump software. During download history review, pump error 15 was recorded on 11/23/2024 at 08:15:11.000, aligning with customer complain date. Line number= 1938 and file number=0 . Per software engineering log, pump error 15 was due to inverse check of history index failed. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open for visual inspection on electronic assemblies. External battery connector was completely plugged in and no anomalies or moisture damage was noted. Isolate to electronic assembly. Unit received with a cracked keypad overlay at select button, keypad overlay peeling, cracked case (battery tube), scratched case and battery tube threads - cracked. In summary, unit powered up properly after battery installation and no unexpected alarms noted. Unit functioned properly as designed. Customers' allegations of pump error 15 was confirmed when the adapt tool revealed to have recorded pump error 15 on both complaint event dates. No moisture damage or anomalies noted during deconstructive analysis. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue using the device.